Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient went to the hospital because he felt as though he had been shocked. The device was checked and it was found that the lead was not capturing with no capture at maximum output. He did have a new vf episode. He was directly admitted for a lead revision for a lead dislodgement. This lead remains actively implanted. Should additional information become available, this event will be updated.